Manufacturer narrative:
The device is expected to return to quest medical for evaluation. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue which occurred with the mps 2 console. The report states that while setting up for a case, the console lost power. A second attempt was made at a different location and it still did not power on. The device was not used on a patient.

Manufacturer narrative:
The console was disassembled and inspected. Power was measured at the ac inlet and no power was getting through the power supply. The power supply was removed and tested and was confirmed to no longer be working. A new power supply was installed and the console was reassembled and passed operational verification tests. The console is 13 years old and the age of the console is the likely root cause of the power supply failure.